Event description:
Machine did not work. Backup machine also did not work. Rep took parts from other machine to make it work. No way to test prior to surgery. Asked for non-sterile product to test in future. No delay in surgery other than anesthesia time.